Event description:
During shift checks, the autopulse platform (s/n (B)(4) did not power on using the autopulse li-ion batteries with the following serial numbers: s/n (B)(4), s/n (B)(4), and s/n (B)(4). The batteries were fully charged, showing 4 steady green led lights. No malfunction was reported on the autopulse platform. No patient involvement. Please see the following related MFR reports: MFR # (B)(4) for the autopulse li-ion battery s/n (B)(4) . MFR # (B)(4) for the autopulse li-ion battery s/n (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.